Event description:
A false positive and falsely elevated advia centaur xp troponin result was reported for two pt samples. The customer's subsequent qc testing was out of range and repeat pt testing was performed after re-calibration. The repeat test was negative for one pt and a lower positive for the other. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp troponin test results. The customer suspects there was an issue with a previously made and frozen calibrator aliquot. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp troponin test results. The customer suspects there was an issue with a previously made and frozen calibrator aliquot. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A false positive and falsely elevated advia centaur xp troponin result was reported for two pt samples. The customer's subsequent qc testing was out of range and repeat pt testing was performed after re-calibration. The repeat test was negative for one pt and a lower positive for the other. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
A false positive and falsely elevated advia centaur xp troponin result was reported for two pt samples. The customer's subsequent qc testing was out of range and repeat pt testing was performed after re-calibration. The repeat test was negative for one pt and a lower positive for the other. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp troponin test results. The customer suspects there was an issue with a previously made and frozen calibrator aliquot. The instrument is performing within specifications. No further eval of the device is required.